Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at an unknown dose) and bupivacaine (7.0 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump was implanted on (B)(6) 2017 and "on subsequent refills after that the pump was found to be flipped and this caused catheter failure". It was noted the pump was revised on (B)(6) 2018 and there had been no issues with flipping since then. No other information was provided. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-may-17. It was reported that the catheter failure was a catheter kink. The patient's weight was provided. The hcp was unsure of the current status of the catheter, as they had only performed the catheter dye study. It was noted at that time, the catheter flow as intact. No further complications were reported.